Event description:
The customer returned four sterile proglide devices for evaluation after experiencing needle-to-cuff misses with five proglide devices from a different lot. The customer reported the product experiences as "a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needle." Analysis of one of the devices resulted in a cuff-to-needle tip detachment during needle plunger retraction.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The five proglide devices are being filed under separate manufacturer report numbers. Four sterile representative samples of the proglide device, three from lot# 010446h and one from lot# 970046h, were returned for evaluation. Function testing detected that on one of the devices a posterior cuff-to-needle tip detachment occurred during needle plunger retraction. The remaining three proglide devices passed functional testing. A review of the device history records did not reveal any non-conforming material records associated with lot# 010446h or lot# 970046h.